Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the user experienced hyperglycemia with blood glucose rising to a peak of 275 mg/dl for about 90 minutes, suspected to be due to cloudy insulin that had been left unrefrigerated; the user performed a cartridge-only replacement with guidance and confirmed insulin therapy was resumed using a steel 6 mm infusion set, with glucose subsequently trending down to 209 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no outside assistance and no medical intervention. Investigation included customer service troubleshooting and education, including instruction to replace potentially compromised insulin and to perform a proper cartridge change with rewind, fill tubing, and reconnection steps. Investigation of this case revealed that device function was not implicated and the event was consistent with hyperglycemia likely related to compromised insulin rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear hyperglycemia with contributory factors consistent with insulin quality and use conditions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.